Event description:
The poly insert had considerable medial wear from components being initially put in varus. The surgeon made some ligament releases and put back the same size ultra congruent insert.